Manufacturer narrative:
H11: additional information in h6 (health effect - clinical code & health effect - impact code). H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, during an internal fixation procedure, a lag screw missed the nail while using the meta-tan drill guide, reportedly due to issues with the jig and alignment tower. Imaging supports the complaint, showing an off-centered lag screw and two different implantation techniques, which do not align with the standard surgical protocol. The deviation may be attributed to user error and potential wear of the drill guide or alignment arm. The off-center screw may act as a foreign body, with possible soft tissue irritation, though no material concerns were noted. The current patient status and retained hardware are unknown, and it remains unclear if further intervention is planned. Devices batch number were not provided; thus, an evaluation of the manufacturing records could not be performed. For the drill guide, a review of complaint history of the previous 12 months revealed a similar event for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. For the alignment tower, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an internal fixation surgery, the lag screw missed the nail while using the meta-tan drill guide. At this moment is unclear if any procedure will be perform to correct this issue. Patient status is unknown.